Manufacturer narrative:
Initial reporter phone: (B)(6). Initial reporter fax: (B)(6). Device problem code: (B)(4). The returned trapezoid basket was analyzed, and a visual evaluation noted that the side car-rx was torn and pushed back out of specification. No other issues were noted. Based on all available information, it is possible that the manipulation or technique used at the time to introduce the device could have torn the side car rx. Additionally, the side car rx was presented pushback which is evidence that the device was subjected to some resistance. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during a stone crushing procedure performed on (B)(6) 2021. During the procedure, there was difficulty inserting the catheter as the side car rx was torn. Another trapezoid basket was used to complete the procedure. There were no patient complications as a result of this event. The investigation results revealed the side car - rx was pushed back; therefore, this is now an MDR reportable event.